Manufacturer narrative:
Returned device was received in worn physical condition. During the evaluation of the device, the overtemp was not alarming when it should due to a faulty pcb. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer's high temperature does not work. There were no reported adverse events.